Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: envpro-16-us, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). The valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted during the attempt to position the valve at depth of 6-8mm. A post implant balloon aortic valvuloplasty (bav) was performed twice with a 28mm and 30mm balloon, and decision was made to implant a second transcatheter bioprosthetic valve. During the recapturing and repositioning of the second valve, the first valve dislodged. Subsequently, the first valve was snared and repositioned above the sinotubular junction (stj). The second valve was successfully implanted at a depth of 3-5mm. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The pvl was likely attributed to the position of the valve. In this event, a post-implant balloon aortic valvuloplasty (bav) was performed twice and it was unknown if the degree of the pvl improved after the bav¿s. Valve dislodgement events are typically not related to a device malfunction. It is not recommended to use a snare for repositioning as the device instructions for use (IFU) states, ¿once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ one static image was submitted for review and showed two valves implanted. If information is provided in the future, a supplemental report will be issued.